Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the platelet infusion was dripping down the tubing. The rn removed the tubing from the pump and did not notice a leak initially, but when placing the tubing back into the pump the tubing separated and leaked approximately 10 ml on the floor. The rn clamped the tubing and replaced it with a new set without further issues. There was no patient harm.